Event description:
The customer originally contacted olympus to request a field service engineer (fse) due to her endoscope reprocessor presenting an e77 error message during use. This event occurred during reprocessing, and had no patient involvement. While on site, the fse discovered that the, due to damage, the connecting tube could not be properly connected to the reprocessing basin. This report is being submitted to capture the connection failure as a result of device damage.

Manufacturer narrative:
As noted in, the customer originally called olympus technical assistance center (tac) personnel to report her issue. Tac attempt several trouble-shooting options with the customer, but those were all ultimately unsuccessful. At that time, the customer requested a fse be dispatched. Olympus dispatched the requested fse. While on site, the fse evaluated and cleaned the device. The fse did note that the drawer was difficult to close due to a bent rail, and that the grey scope connector spring had popped out when he removed the tubing connector, compromising the connection. Furthermore, the fse discovered an e05 error due to a damaged tub fluid sensor, and also noted that the top cover of the subject device was cracked. Following the evaluation, the fse replaced the disinfectant bottle drawer, cleaned the bottle guide rails, and verified the equipment using OEM instructions. At this time, the device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to device evaluated by MFR since the device was evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the connecting tube was unable to be connected as connector loosened and came apart. As a cause of the loosened connector, it is likely the user applied stress to the connector toward loosening direction, and the stress was accumulated; the event may have occurred because the connector was hit by something hard or due to aged deterioration. User can detect the event by inspecting equipment in accordance with the following instructions for use which state, "chapter 3.inspection before use: 3.3 inspecting the connectors - check the following for each connector: the connector should be fixed firmly. The o-rings should be free of abnormalities such as cracks, tears, or dents". Olympus will continue to monitor field performance for this device.